Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ messages) was confirmed due to the lead-2 \ (orange) pulse wire being pinched at the ECG ¿c&d¿ cable, causing ecgs to be non-functional. The belt did not pass falloff testing. After incoming evaluation, the black gel fire wire was found to be broken at the distribution node to rear therapy cable, causing the ¿add gel¿ messages. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.